Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow- up will be submitted when the investigation results become available. Note: this reported is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc. Please note, this device is distributed outside the us and no gudid information exists. It is being reported due to a similar device being marketed within the us with the following info: UDI number (B)(4). Premarket submission # k092313.

Event description:
According to the event description: "good afternoon, I am writing to report an issue with four b braun perfusor pumps that malfunctioned, resulting in over-infusion of drugs. Three of the affected pumps were in use in the ICU, and one in the aau ward. The ICU pumps were connected to hemofiltration machines. Engineers from the OEM have inspected the hemofiltration machines and confirmed that there are no faults. They also clarified that the machines cannot influence the drug delivery of the pumps. We also experienced a similar incident a few months ago. At that time, b braun investigated the pump involved but advised that no fault could be identified. However, patient safety remains our highest priority, and we cannot continue using the devices without a reliable solution. We kindly request the involvement of b braun's clinical and technical team to provide guidance and help resolve this matter."

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). We received: one perfusor space, 8713030, serial no.: (B)(6), software version 688n030004. The history files were read out and analyzed. The customer specifies no date as the date of the incident. Therefore, the last therapy was analyzed. (B)(6) 2025 at 4:32 a bbraun omnifix 50ml syringe was selected. The syringe was filled to approx. 51ml. The user has set the vtbi to 40 ,46ml. The delivery rate of 3,7 ml/h was calculated and started at 4:33. The therapy was interrupted through the user's standby mode at 13:25. 27.51ml were infused in total. The pressure sens. Drift entry is saved 44 times in the device history. No other abnormalities can be found in the device history files. The sample was subjected to a visual and functional examination. Visual inspection: during the visual inspection of the perfusor space, a technician seal on the lower housing as well as all cover caps of the screw pillars were available and undamaged. The device showed age related signs of wear and tear. It was possible to find that the contacts of the p2 connector and the lower housing part were mechanically damaged. Functional inspection: a functional test was performed. The device passes the self-test. A syringe (b.braun omnifix 50 ml) was inserted. The pump identified the syringe, and it could be selected from the menu. It was possible to put the pump in operation. During the movement of the drive head an unusual noisy could be recognized. A delivery accuracy measurement according to iec 60601-2-24 was arranged. Here a nominal flow rate of 5 ml/h was chosen. The assessed mean deviation "a" of the second operating hour was measured and resulted in a value of +0,63%. Accuracy of set delivery rate should be ± 2 % according to iec/en 60601-2-24. The deviation of the flow rate was inside the tolerance of the device. The device was disassembled, and the inside was investigated. It was possible to detect that the foil connector for the for the ribbon cable of the piston brake was not locked. Furthermore, the loudspeaker was not correct installed, how it is described in the service manual of the device. The reported defect could not be confirmed. Summing up all tests, the perfusor space operated within our specification. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.